Event description:
It was reported that externalized conductors between the svc coil and rv coil were observed via fluoroscopy. No electrical issue were detected. The lead remains implanted. There were no adverse consequences for patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.